Event description:
It was reported that the device had loose screw or component inside. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had loose screw or component inside. There was no patient involvement.

Event description:
It was reported that the device had loose screw or component inside. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22, annex c: c20, annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: annex b: b01, annex c: c07, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of loose screw/component inside was confirmed. On 22 march 2024, syringe was received unboxed and with paperwork. Visual inspection has confirmed a loose component inside. Device disassembly revealed an extra screw inside the device. The screw was removed, and device was closed. Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose screw or component inside. There was no patient involvement.